Event description:
It was reported that customer experienced early timeouts and delayed response, and insulin gauge that displayed a lower amount of insulin than expected compared with what customer believed was in the cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, cts used report date as event date and was unable to confirm insulin gauge values or expectations, and no additional troubleshooting or technical support actions were taken while customer was noted to be out of warranty and in process of obtaining new device.